Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
(B)(6) 2015 (B)(4), crts update, e1a (rep, hcp): it was reported that there was a catheter complication. The distal portion of the catheter was cut during a surgical procedure unrelated to the pump. The healthcare provider (hcp) was unable to contact their local manufacture representative and needed product compatible with the patient's existing catheter so it could be repaired "post spinal surgery for scoliosis" where the catheter was cut during surgery. The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).